Event description:
It was reported that the screwdriver is damaged.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a physical examination could not be carried out as the device was not returned to stryker kiel. Moreover, a review of the device history could not be carried out as the lot code of the reported instrument is unknown. Thus, a reasonable examination was not possible. The reported event (¿screwdriver is damaged ¿) could therefore not be confirmed. However, with the information given the exact root cause of the reported event could not be determined. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. No non-conformity was identified.

Event description:
It was reported that the screwdriver is damaged.